Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming fluidics controller printed circuit board (pcb) was replaced to address the issue. Unrelated to the reported event, the software upgrade was performed and preventive maintenance (pm) was completed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy cutter was unavailable. Additional information has been requested.